Event description:
It was reported that prior to an unknown procedure, two clamps clip endoaplicadoras are twisted in the tip and the clip is crossed and damage. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were jaws of device twisted or not aligned? Did clips scissor? Did scissored clips cause bleeding?

Manufacturer narrative:
(B)(4). The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.